Event description:
It was reported that the patients extension was fractured. The physician wanted to replace the extension, but did not have an spinal extension, only a deep brain extension. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).